Manufacturer narrative:
D10 concomitant products: fgs-0635, fgs-0635 cf delivery dev caps bravo x5 (lot#:64276f), fgs-0635, fgs-0635 cf delivery dev caps bravo x5 (lot#:64276f), fgs-0635, fgs-0635 cf delivery dev caps bravo x5 (lot#:64276f). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that three capsules failed to attach to the patient's esophagus. The first capsule fell in the patient's stomach as the doctor was removing the delivery device. The second and third capsule failed to attach the patient's esophagus as well as it was still attached to the delivery device. Another capsule was successfully placed on the fourth attempt. The deployment device was inserted with the capsule facing the tongue was inserted while the entire device including the handle was maintained in the horizontal plane. Lubrication was used to facilitate the placement of the capsule. The patient experienced sore throat. There was no patient harm.

Manufacturer narrative:
D10 concomitant product: fgs-0635, fgs-0635 cf delivery dev caps bravo x5 (lot#:64276f) additional information: d4(UDI), g3, h3, h6 correction: b5 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The capsule was not returned, but the delivery system was available for evaluation. Visual inspection of the delivery device found no notable conditions. It was reported that the capsule failed to attach to the patient's esophagus. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that three capsules failed to attach to the patient's esophagus. The first capsule fell in the patient's stomach as the doctor was removing the delivery device. The second and third capsule failed to attach to the patient's esophagus as well as it was still attached to the delivery device. Another capsule was successfully placed on the fourth attempt. The deployment device, with the capsule facing the tongue, was inserted while the entire device, including the handle, was kept in a horizontal position. Lubrication was used to facilitate the placement of the capsule. Medtronic's initial evaluation of the incident device found excessive adhesive in the capsule. The patient experienced sore throat.